Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited stored episodes of non-sustained right ventricular oversensing caused by post paced t wave oversensing. The patient did not receive any inappropriate high voltage therapy from the episodes. The device was reprogrammed successfully. The patient remained in stable condition throughout the event.